Event description:
It was reported that the access door was detached from the unit due to a damaged side/end rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.